Manufacturer narrative:
Additional information received 10/30/2025: follow up for (s)ae#4: event updated as "incomplete expansion of amds in the aorta." A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds55-40, lot c2460172e (finished goods) and lot c2459494e (subassembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported on (B)(6) 2025 (study team first became aware on 07jul2025) associated with a patient residing in germany and a participant of the protect registry study. The complaint indicates the patient experienced at least one adverse event that is ¿definitely¿ related to the amds device and ¿possibly¿ related to the implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 60-year-old male who had an amds-55-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2024. Adverse event # 4 reported as a vascular ¿incomplete expansion of amds in the aorta¿ event, with an onset date of 04jun2024 and reported as ongoing. The ae form described the event as ¿incomplete expansion of amds¿. The study investigator deemed the event ¿definitely¿ related to the device and ¿possibly¿ to the amds implant procedure. The event led to a serious adverse event, which cause ¿medical or surgical intervention to prevent permanent impairment of a body structure or unction¿. The patient was already hospitalized and was discharged on (B)(6) 2024. Percutaneous treatment was provided in the form of ¿ballon angioplasty¿ for the event and the event outcome was documented as ¿ongoing¿. The patients ecrf revealed the following co-morbidities: cardiac arrhythmia, myocardial infarction, aneurysm of the descending aorta and stroke (epileptic seizures). The cta images were reviewed on (B)(6) 2025. The reviewer noted that the: ¿amds has not developed properly in the area of the aortic arch¿ for ae #4. Cta images of post-intraluminal dilation (ballooning procedure) for ae#4 unavailable at the time of this report. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. An important factor to consider relating to this incident ((s)ae#4) per the cer cautions and warnings 11: ¿do not oversize. The braided design of the amds stent does not require oversizing. Some degree of oversizing is inherently built into the sizing guidance as device selection is based on total aortic diameter adventitia-to-adventitia, while the native true lumen is known to be smaller than this. Device sizing must be selected by the physician based on the patient-specific anatomy, according to the amds sizing chart in table 2. Sizing must be based on measurement of the outer aortic diameter (adventitia to adventitia) based on preoperative CT scan imaging. Implantation of the amds in anatomy beyond the sizing recommendations (e.g., oversizing) may result in unexpected device conformability (such as stent narrowing).¿ there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 11july2025, protect study patient experienced "unfolding (incomplete development) of amds." Event onset is (B)(6) 2024 and event is listed as ongoing. The event is recorded as definitely related to the amds device and possibly related to the amds implant procedure. No pre-existing conditions caused or contributed to the event. Treatment was provided and the event outcome is listed as ongoing. The amds device was implanted on (B)(6) 2024.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. Additional information received 09/30/2025: follow up for (s)ae#4: event updated as "incomplete expansion of amds in the aorta." A sample evaluation was not performed as the device remains implanted. The manufacturing records for (B)(4), lot c2460172e (finished goods) and lot c2459494e (subassembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported on (B)(6) 2025 (study team first became aware on 07jul2025) associated with a patient residing in germany and a participant of the protect registry study. The complaint indicates the patient experienced at least one adverse event that is ¿definitely¿ related to the amds device and ¿possibly¿ related to the implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 60-year-old male who had an amds-55-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2024. Adverse event # 4 reported in case (B)(4) as a vascular ¿incomplete expansion of amds in the aorta¿ event, with an onset date of 04jun2024 and reported as ongoing. The ae form described the event as ¿incomplete expansion of amds¿. The study investigator deemed the event ¿definitely¿ related to the device and ¿possibly¿ to the amds implant procedure. The event led to a serious adverse event, which cause ¿medical or surgical intervention to prevent permanent impairment of a body structure or unction¿. The patient was already hospitalized and was discharged on (B)(6) 2024. Percutaneous treatment was provided in the form of ¿balloon angioplasty¿ for the event and the event outcome was documented as ¿ongoing¿. The patients ecrf revealed the following co-morbidities: cardiac arrhythmia, myocardial infarction, aneurysm of the descending aorta and stroke (epileptic seizures). The cta images were reviewed on (B)(6) 2025. The reviewer noted that the: ¿amds has not developed properly in the area of the aortic arch¿ for ae #4. Cta images of post-intraluminal dilation (ballooning procedure) for ae#4 unavailable at the time of this report. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. An important factor to consider relating to this incident ((s)ae#4) per the cer cautions and warnings 11: ¿do not oversize. The braided design of the amds stent does not require oversizing. Some degree of oversizing is inherently built into the sizing guidance as device selection is based on total aortic diameter adventitia-to-adventitia, while the native true lumen is known to be smaller than this. Device sizing must be selected by the physician based on the patient-specific anatomy, according to the amds sizing chart in table 2. Sizing must be based on measurement of the outer aortic diameter (adventitia to adventitia) based on preoperative CT scan imaging. Implantation of the amds in anatomy beyond the sizing recommendations (e.g., oversizing) may result in unexpected device conformability (such as stent narrowing).¿ artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion. Additional manufacturer narrative updated.